Event description:
It was reported " we hooked up the suctionto the chest drain like normal but theorange float that indicates adequatesuction never went up. We ensured it hadits own dedicated suction line and evenchanged out the suction wall adaptor tomake sure it was not the wall. We alsotried clamping the patient but the suctionnever rose. We ended up changing outthe entire cannister for another newteleflex drainage unit, which worked out well". The patient's current condition is "unknown"

Manufacturer narrative:
(B)(4). UDI#: UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported " we hooked up the suction to the chest drain like normal but the orange float that indicates adequate suction never went up. We ensured it had its own dedicated suction line and even changed out the suction wall adaptor to make sure it was not the wall. We also tried clamping the patient but the suction never rose. We ended up changing out the entire cannister for another new teleflex drainage unit, which worked out well". The patient's current condition is "unknown".

Manufacturer narrative:
Qn# (B)(4). UDI number unavailable as complainant did not report a valid lot number. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.